Event description:
A consumer implanted for spinal pain reported they had fallen a few times in the past couple of weeks. ¿about four days ago¿ the consumer had a new pain in their back, so yesterday they went to their primary care physician for an x-ray, but hadn¿t heard about the results yet. On (B)(6) 2016 the consumer felt vibrating in their back, which they usually didn¿t feel that strong, but they were going to leave it to see how it did.

Event description:
Additional information received from the consumer reported that they did not see the x-rays and was only told that they had deteriorating vertebras. The patient stated that he could control the vibration and so had no problems with that. The patient reported that his implant was checked and the problem with the pain and stronger vibration was resolved by the technician in his area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.